Manufacturer narrative:
Block h6 device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was used during an endoscopic procedure for balloon implantation on an unknown date. It was reported that the balloon lost integrity/leaked before the one-year time frame. On (B)(6) 2024, an endoscopic procedure was performed to remove the deflated balloon from the patient. There was no patient complications reported as a result of this event.